Event description:
It was reported that an alarm occurred on the insulin pump. Troubleshooting was performed, and the insulin pump alarmed no delivery and motor error during the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to the motor encoder signal being out of phase. The basic occlusion, prime, and excessive no delivery alarm tests could not be performed due to the motor alarms.